Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose level. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient was unknown. Customer also stated that their blood glucose level was 42 mg/dl at the time of incident and current blood glucose was unknown and other blood glucose was 345 mg/dl. Customer treated with insulin pump. Troubleshooting was performed for high glucose level. The product will not be returned for analysis.